Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent a total hip arthroplasty. Subsequently, approximately 7 moths post implantation, was revised due to pain and increased chromium and cobalt levels. The cup was removed and replaced. The patient underwent a second revision approximately 3 years after during which, osteolysis and scar tissue were noted. Head and cup were revised. Due diligence is in process and no additional information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, e1, g3, g6, h2, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Initial right total hip arthroplasty performed. Subsequently, it was reported by legal that the patient was revised due to pain and increased chromium and cobalt levels. The revision noted significant joint synovitis and slightly cloudy fluid. Durom cup was revised all other implants remained. After this, the patient underwent a second revision. During the revision osteolysis and scar tissue were noted. Head and cup were revised. Based on the sole legal documentation and no medical records or product return, the reported event cannot be confirmed and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4) d10. Unknown durom head item# unknown lot# unknown. Unknown alloclassic stem item# unknown lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a total hip arthroplasty on an unknown date. Subsequently, approximately 10 years post implantation, was revised due to pain and increased chromium and cobalt levels. The cup was removed and replaced. The patient underwent a second revision approximately 3 years after during which, osteolysis and scar tissue were noted. Head and cup were revised. Due diligence is in process and no additional information on the reported event has been provided.